Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text: see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after use. The following information was provided by the initial reporter, translated from french to english: "the emergency department has just reported the non-retraction of a secure catheter after use (lot number 8318972)".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Va device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract after use. The following information was provided by the initial reporter, translated from french to english: "the emergency department has just reported the non-retraction of a secure catheter after use (lot number 8318972)."